Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they customer experienced low blood glucose on (B)(6) 2018 with blood glucose in the 20 to 40 mg/dl range at the time of the incident. The customer was at 60 mg/dl a half hour before the time of the call. The customer experienced symptoms such as impaired speech and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer believes the pump over delivered as they received 2 boluses at a time when they would have been asleep. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches.